Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified drug infusion (dose, frequency, and route was not reported). Pd therapy was ongoing during the treatment. At the time of this report, the patient was not recovered and pd therapy was ongoing. No additional information is available.